Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a lumbar laminectomy. It was reported that the tip of the upbiting micro-pituitary fell off during surgery. No patient injury was reported.